Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - biotronik berlin was informed that this lead has "bad sensing values". Attempts to obtain further information have been unsuccessful. There was no event date reported and no indication of an explant. If additional information becomes available, this event will be updated.

Manufacturer narrative:
On 1/9/2015 - we were informed this lead was explanted, but no explant date was provided and the lead was not returned for analysis.